Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable. There was no reported impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer.